Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 57-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci). After the procedure, the patient sat up on the table and a hematoma formed. Manual pressure was held and hemostasis was achieved, but no distal pulse was found. Vascular surgery consulted. Protamine was given due to a possible clot in the femoral artery. The post-procedure outcome is survived at explant. Bleeding (access site hematoma) can be attributed to anticoagulation requirements for high-risk procedures. Limb ischemia can be attributed to large-bore access cannulas.